Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via the rep. It was reported that the cause of the ins burning the patient was not determined, but the patient did report that they have fully recovered. With regards to the recharger freezing up on (B)(6) 2019, technical services suggested that the rep may have been pushing the buttons too fast. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had a burning sensation which turned into a scar. The patient indicated she was not feeling well and was lying in bed when she felt the burning sensation over the ins slightly below the incision. The rep stated it appears directly over the ins. The pain lasted several hours and the patient's husband indicated a red mark which has since scarred over. The rep said it looks like a scrape. The patient was nor recharging or having any electrical devices such as a heating blanket or pad when the event occurred. The issue occurred in (B)(6) of 2018. The ins burned the patient and since this event, the patient thought it was related to the ins so they stopped recharging. The ins was now overdischarged. The rep was trying to perform a pmr and pressed several buttons and then realized the recharger became frozen on (B)(6) 2019. The rep was instructed to reset the recharger. The rep called back and was able to successfully reset the recharger. The rep said the recharger showed 01-01-00 for the past 6 recharges. No further complications were reported.